Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a pinnacle pfr kit, the physician put too much counter tension on the sheath as he was deploying the capio device, and one of the darts detached outside the pt. The case was completed with another pinnacle device with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Info supplied was completed by the manufacturer based on info obtained from the complainant. The lot number of the device is unk; consequently, the manufacture and expiration dates cannot be determined. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.